Event description:
The device is disabled.

Event description:
Ap chest and neck x-rays were received and reviewed. Only one image was provided and due to the quality of the image, complete pin insertion could not be confirmed. The generator placement was determined to be in the upper left chest. Based on the images provided, the feedthrough wires were intact. The lead was visualized in the chest and neck although image quality was poor. One tie down appears to be present but adequate strain relief cannot be confirmed due to image quality. Based on the x-rays received, the cause of the high impedance cannot be confirmed; however, any fractures or microfractures on the portions of the lead that were not visible or in poor quality cannot be ruled out.

Event description:
It was reported that the patient has been referred for lead revision surgery. Clinic notes dated indicated that the lead impedance was high. No known surgical intervention has occurred to date. No additional relevant information has been received to date.